Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 2 message with a one touch veriopro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): report indicated that the returned meter passed testing. This was submitted in error. The returned meter actually failed testing. The alleged error message was confirmed in the meter's error log; however, the error message was not reproducible during investigations.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (12/04/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The alleged issue was not observed during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.